Event description:
While putting the patient on the cybex kinetron machine the physical therapist hit their head against the metal bar (gauge holder) upon standing up. The minor injury that occurred to the physical therapist has happened a few times before, but the actual number of times is not known. There were no unusual circumstances or activities surrounding this incident. The reporter suggests removing the bar as a way to prevent further injury; however, this has not been presented to the manufacturer. The operating manual is not available in the facility so it is unknown whether the manufacturer information cautions the operator about the possibility of this type of injury.